Event description:
It was alleged in a fax that the drill broke during surgery during proximal drilling. It was further alleged that the event delayed the surgery less than 30 minutes and a second incision was necessary.

Manufacturer narrative:
It is not known at this time if the device will be available for evaluation. Additional information has been requested and if received, will be provided on a supplemental report.